Event description:
It was reported that the patient was experiencing pinching at the leads site. Upon examination, the physician found that the patients lead had broken through the incision. The patients leads were repositioned and left implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).